Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot single-use biopsy forceps device was used during a colonoscopy procedure performed on (B)(6), 2010 according to the complainant, during the procedure the device was positioned within the patient's colon. The device was then used to grasp a polyp located near the ileocecal valve, however, it would not cauterize the tissue. The device was removed from the patient, it was then noted that the metal piece was missing from the connector. The procedure was completed with another radial jaw 3 hot single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Advancer bypass. The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the first firing sequence the tip of the advancer slid toward tissue stop causing that the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. The remaining clips were conforming according to our manufacturing specifications. The device locked out as intended but the orange indicator was not visible; this finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. (B)(6).

Event description:
It was reproted that during an unknown procedure, the jaws were sticking and not forming the clips correctly. They were able to complete the procedure without any impact to the patient. No other details were provided.